Event description:
It was reported that the target lesion was located in the mid ramus with moderate tortuosity and moderate calcification. Pre-dilatation was performed with an unspecified 1.5 x 8 mm non-compliant balloon. Post implantation of the xience v 3.0 x 12 mm stent, a distal edge dissection was observed. A xience v 2.5 x 12 mm stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.